Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. The implantable cardioverter defibrillator was unable to be interrogated due to premature battery depletion. There were no consequences for the asymptomatic patient. Further information was requested, but not yet available.